Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, calcified, prolapsed and flail leaflets. The patient had thick and scarred septum due to multiple prior transseptal puncture procedure, a history of high blood pressure, previous bypass and stenting, mechanical aortic valve, and atrial fibrillation. It was noted there were difficulties with the transseptal puncture. The transseptal puncture was 4.1cm. The dilator able to cross the septum, but the steerable guide catheter (sgc) was unable to cross. The sgc was removed from the anatomy to check for damages. No damage was observed. Prior to an attempt at a septoplasty, a tee assessment was performed and a pericardial effusion was noted in the pericardial space, encompassing both ventricles. Pericardiocentesis was performed. Due to the size of the effusion, a pericardial window was performed. A mitraclip was not implanted and the procedure was concluded. On (B)(6) 2026, the patient passed away. Documented death is unknown.